Event description:
It was reported that the tip of the screwdriver sheared of in the screw. Broken fragments couldn't be removed. The surgeon tried to drill the piece out with no luck. Next, the surgeon created a hole to insert the removal tool however still unable to remove screw. The surgeon removed the cage and screws by drilling around the implant to free up the screws enough to pull cage out. A surgical delay time has not been specified.

Manufacturer narrative:
Method: visual inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment. Result: the reported event was confirmed upon visual inspection of the returned. Product. Material wear and deformation was identified around the tip. Manufacturing files were reviewed and no revealed anomalies were found. The device was manufactured approximately 5 years ago. Conclusion: the root cause of the reported event is normal wear and tear due to device age.

Event description:
It was reported that the tip of the screwdriver sheared of in the screw. Broken fragments couldn't be removed. The surgeon tried to drill the piece out with no luck. Next, the surgeon created a hole to insert the removal tool however still unable to remove screw. The surgeon removed the cage and screws by drilling around the implant to free up the screws enough to pull cage out. A surgical delay time has not been specified.

Event description:
It was reported that the tip of the screwdriver sheared of in the screw. Broken fragments couldn't be removed. The surgeon tried to drill the piece out with no luck. Next, the surgeon created a hole to insert the removal tool however still unable to remove screw. The surgeon removed the cage and screws by drilling around the implant to free up the screws enough to pull cage out. A surgical delay time has not been specified. * update* the additional information received from sales rep. Indicated about an hour of surgical delay resulted while trying to remove the screw with screwdriver fragment in still. No other adverse consequence to the patient was reported.

Manufacturer narrative:
The additional information received from sales rep. Indicated about an hour of surgical delay resulted while trying to remove the screw with screwdriver fragment in still. No other adverse consequence to the patient was reported. Based on the information received, the reportability updated to malfunction. Updated to product problem. Updated to malfunction. Updated to no consequences or impact to patient.